Manufacturer narrative:
Manufacturing evaluation: the device and broken off jaw are available for investigation decontaminated. Visual examination- the instrument is in a used condition. One of the jaw parts is broken off. Investigation - vigilance investigator carried out the pictorial documentation visually and microscopically. Investigations will be carried out by the responsible q-coordinator of the production plant. The report will then be updated, if applicable. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the currently available information as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale - according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. A CAPA is not necessary.

Manufacturer narrative:
This is a preliminary investigation. Manufacturing site evaluation: up to now, the product had not been available for investigation; pictures were not provided. Batch history review: a review of the device quality and manufacturing history records is not possible because the lot number is unknown. Conclusion and root cause: without the product, an exact cause cannot be determined at the moment. Based on the quality standard, a material or production related error can be excluded. Therefore, the root cause of the error is most likely usage related. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. For further investigations, the product is required for examination.

Event description:
It was reported that there was an issue with a bipolar instrument. During an unspecified procedure, when the surgeon was attempting to coagulate one of the incisions used for trocars. After coagulation, one of the jaws remained hooked inside the opening. It had occurred while removing a clamp and it broke suddenly. It was noted to have a sharp edge. There was no patient harm. The adverse event/malfunction is filed under aag reference (B)(4).